Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va0lrtd021 , implanted: (B)(6) 2014,explanted: product type lead product ID 977a260 lot# va0lccb030 , implanted: (B)(6) 2014,explanted: product type lead .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was patient reported the device has been off and dead for the past 6 years. Patient stated she is needing an MRI and she needs to know if it is safe to havean MRI with the device dead. Patient stated she turn off the ins because she was pregnant and was not sure if the scs device would affect her baby heart so she turned the ins off and never used it again. Patient reported before the device died it was painful and would sting her in the middle of her back right where the electrodes were and when she turned the device on it would sting really bad. Patient services specialist asked clarifying questions and patient said in (B)(6) 2015 she fell on her ex -husbands parents back porch steps collapsed and she fell into the doorframe and got the doorknob right in the spine and dislodged the electrodes and she had to have surgery to readjust the electrodes. Patient service reviewed MRI information and recommend patient consult with healthcare provider ofc for next steps.

Manufacturer narrative:
Product ID 977a260, lot# va0lrtd021, implanted: (B)(6) 2014, product type: lead. Product ID 977a260, lot# va0lccb030, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event began on (B)(6) 2014. The examination was on (B)(6) 2014, not (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va0lrtd021, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, lot# va0lccb030, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient felt increased pain at the anchor or lead site, but they weren't sure which it was. They were not getting relief with the therapy and they felt a ¿shocking¿ sensation whenever they tried to use it. Upon examination on (B)(6) 2015, it was noted the leads were able to be felt directly under the skin. The pocket for the device was causing them a great deal of pain due to being placed low and at the belt line due to the patient¿s colostomy bag. It was decided that a lead and pocket revision were needed and this was performed on (B)(6) 2015, resolving the issue without sequelae. Surgical observation noted the leads did migrate to just beneath the skin. A cause for the reported issues was not provided. No further complications were reported or anticipated.